Event description:
It was reported that battery was at end-of-life (eol). It was noted that manufacturer representative was intra-operative and the lead end was frayed but did not have a white indicator for the 0 to 7 tail. It was noted that they looked on both ends but did not do fluoroscopy. It was then noted that the manufacturer representative then stated there was the use of extensions and it was not direct connected as previously thought. It was noted that the issues were with regard to the extension. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).